Event description:
Boston scientific received information that high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) ) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported. Additional information was received indicating that an increase of atrial lead impedence and shock impedence were observed; however, these remained within range. No revision procedure was performed for the patient. No lead issue was suspected. The patient was scheduled for a follow up on a later date. Therefore, the device and lead remains in service. Subsequently, the patient was checked during the follow up visit and no measurements were out of range.

Event description:
Additional information was received indicating the system continued to exhibit high, out-of-range pacing impedance measurements. No lead issue was suspected as the overall trend showed stable impedance measurements. All other measurements were within normal limits. Hence, no revision was planned and normal follow up will be continued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.